Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited far r-wave over-sensing. The patient's device was reprogrammed. The patient was stable.